Event description:
Meter name: fast take meter. Strip name: unk. Meter code: unk. Strip code: unk. Strip storage: unk. Symptoms: sleepiness, customer felt high. A pt reported they were not able to get a reading. Their meter allegedly would not power on. Not able to get a blood reading at all. Meter was not compared to another equipment. There was no treatment. No further info has been reported.